Event description:
The customer reported the visera xenon light source lamp does not light. The event occurred during procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the handle of the lamp door was broken. In addition, a defective non designated olympus lamp was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the lamp does not light up most likely due to a defective non-olympus lamp being used. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.